Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display on the insulin pump. The customer¿s blood glucose level was 210 mg/dl at time of incident. The customer stated that they had changed the battery and the insulin pump was coming back. The troubleshooting was performed and was advised insert a new aa battery and the display did not returned. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.